Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level resulting in the customer losing consciousness. Contact assisted the customer by providing the customer with juice, an unknown substance was applied to the customer¿s gums and a saline injection was accidentally administered to the customer to address bg. No additional information was provided.